Event description:
It was reported that the customer experienced a low blood glucose (bg) level around the low 50s mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Recommendation was made to consult with a healthcare provider to discuss diabetes management.